Event description:
It was reported that at a routine device check the physician was unable to interrogate the device. A manual guided reset will be performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
.

Event description:
The device continues to be unable to interrogate without a manual guided reset. The device remains in use.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. A bit flip was detected in an area of the random access memory (ram) of the device which failed to be corrected by the device via its error correction feature due to a pointer misalignment in the firmware. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.